Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR reports: #1627487-2016-05553, #1627487-2016-05555. Note: the patient received two leads from the same lot number of device 1 it was reported the patient's leads had several contacts with high impedance readings. In turn, surgical intervention may be taken to address the issue.